Event description:
The customer stated the clinical chemistry albumin bcg quality control levels are running low. The customer's review of the calibration printouts showed significant difference between two analyzers in the lab. Abbott's review of the calibration data verified the calibration data is correct. Recalibration did not resolve the issue, therefore, the customer was advised to perform troubleshooting procedures. The customer contacted abbott two days later stating they were unable to obtain stable albumin quality control results from both analyzers in the lab. The customer attempted recommended troubleshooting procedures, however, a service call was initiated. The abbott service representative performed various troubleshooting procedures using an unopened bottle of a new lot of reagent and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect c16000 analyzer, list # 3l77-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect c16000 analyzer, list # 3l77-01, (B)(4). The cause of the particulate matter (penicillium sp, a fungal species found in the environment) observed in some clinical chemistry albumin bcg reagent cartridges was due to exposure of the albumin bcg formula containing weak antimicrobial additive from normal formulation and filtering processes designed for microbial growth controlled clinical chemistry reagents. Abbott issued a product recall advising customers to discard or destroy any inventory of three affected lots of clinical chemistry albumin bcg reagents. Abbott is identifying alternate formulation for the clinical chemistry albumin reagents that contain no mercury.